Event description:
It was reported a vns patient was going to have their vns generator replaced for being at end of battery life and additionally possibly their vns lead. The patient's surgeon felt based on diagnostic results the patient may have a lead issue. It was reported that the patient was having a shock sensation behind the tongue with stimulation that would make him jump and caused pain in the area where his tongue attaches to the back of his throat, also in his upper esophagus. The patient had been placing his magnet over the device and leaving it in place to stop stimulation. The event did not start after a programming change or patient event. With the magnet on the device the shock sensation did resolve some but not completely. Diagnostics were taken and showed a system diagnostic test dcdc 0 eri yes. No testing was performed in the operating room prior to the lead removal. During surgery to replace the patient's vns generator a small erosion in the sheath of lead cable was noted, however, it was unknown whether it was like that before the surgery or if it was damaged during the surgery. Good faith attempts have been unsuccessful to date for product return for analysis.